Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) showed a controller error message. The aic would not display the placement signal or left ventricle (lv) waveform. The motor current showed normal function and flows were appropriate for p level. After switching aics, the placement signal and lv waveform showed normal function. There was no patient harm related to this event.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the original report was filed. The console was returned for evaluation and was tested after arriving in fs. The root cause of the controller error was due to an aic software issue. The failure mode will be monitored and trended.